Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the scope error is that plug unit has corrosion. The most probable cause for the corroded components are expected or random component failure. A root cause for the white residue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an e217 scope error, the light guide lens has corrosion, the forceps channel port has corrosion, and the air/water cylinder has corrosion. There was no patient involvement.